Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2267 alarm, on the home choice (hc) unit. The problem was noted during use, with the patient connected in fill 4 of 5. The home patient (hp) stated that the clamp on the supply bag was closed and hc alarmed with check heater line in fill 4/5, then the hp removed the supply bag and swapped it for the heater bag. The hc then alarmed system error 2267. The technical service representative (tsr) explained the alarm and helped the hp to clear the alarm. Hp to call registered nurse and maybe do a manual exchange. There was patient involvement, however there was no patient injury or medical intervention, associated with this event.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2267. The complaint cannot be confirmed and the assignable cause was not determined. The lot number is unknown; therefore a batch review cannot be performed.